Event description:
The technician at the facility reported an infusion pump which was failing the accuracy test, delivering 170ml to 172ml when it should have delivered 200ml. The hospital representative stated there have been no reports of any patient incidents involving this pump since the last baxter service event.